Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a device. There were no patient complications as a result of this event. It was further reported that the patients anatomy was not deemed challenging; however, severe calcification was present. This calcification was identified as a significant contributing factor to the event. It was concluded that patient factors, specifically the severe calcification, played a role in the reported event, while procedural factors were not involved.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 5.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a device. There were no patient complications as a result of this event.